Event description:
It was reported that this system delivered inappropriate anti-tachycardia pacing (atp) due to noise. The patient was checked in clinic and isometric testing revealed the right ventricular (rv) lead exhibited high pacing thresholds, noise and oversensing. A lead conductor fracture is suspected. Subsequently, the physician decided to turn tachy therapy off as patient is not dependent and ejection fraction is not affected. No adverse patient effects were reported. Additional information reported noise was reproduced with left arm movements. This observation supported the suspected lead impairment. Boston scientific technical services (ts) reviewed the event and discussed that per labeling a functional rv lead is necessary. Ts also suggested further testing and recommended evaluating further corrective actions to prevent system malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.